Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the stimulator was explanted. The device was replaced. It was further clarified that the patient was feeling jolts. There were no patient injuries and the patient recovered without sequela.

Event description:
It was reported that for the past week from this report date, the patient noted the stimulation was intermittently stopping and starting. Reportedly, this occurred when the patient was in the "same position", such as "sitting, laying, and standing, etc.", as opposed to when the patient was actively moving. The battery level was noted to "always be at least half way." The patient was redirected to his health care provider. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was further reported that the patient also experienced a surging sensation as well as a fading sensation. The patient met with a company representative and impedances were normal and the adaptive stimulation (as) orientation was fine. The as feature was turned off. The patient did well for a couple of days, but shortly after, the same symptoms occurred (surging, fading, intermittent stimulation). There was no accident or incident. The representative reprogrammed the patient and left as off. The patient continued to have the same symptoms, as well as standing ¿stick straight¿, when these episodes occurred. It was noted that the patient had ¿beautiful¿ stimulation prior to this. The voltage stayed the same on the patient programmer when these instances occurred. Movement did not impact the stimulation. There was no concern about the lead and the correct area was being stimulated. Additional information indicated that the patient was being referred for a battery replacement. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient used the stimulation for thoracotomy type pain and some pain down left leg. It was reported that the patient would not get the surging sensation when the stimulation was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.